Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf131) related to the main blower temperature sensor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined sf179 was due to super capacitor electrolyte leak while sf131 was due to false activation. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board will be replaced to address the reported complaint. The device will be serviced and full tested before it is returned to the customer. Resmed reference#: (B)(4).